Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced urinary tract infection. The mesh remains implanted. No further patient complications have been reported in relation to this event.

Manufacturer narrative:
(B)(4). Total number of events summarized - (B)(4). Ams intepro y-mesh.